Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has a lot of high blood glucose levels and his health care provider felt like the insulin pump was not calibrating right. Customer had some eye surgery and was on eye drops. Customer stated that his blood glucose was high but then it was normal. Customer's blood glucose was high last week. Customer reported that the infusion set cannula was bent. Customer's blood glucose was 433 mg/dl at the time of the incident. Customer treated with the pump and manual shots. Customer stated that he has a hard time when he pushes the serter in and when removing the needle guard. Customer reported that he has a hard time releasing the infusion set. Customer stated that the cannula was bent like a candy cane. Customer stated that he will replace out the infusion set. Customer's blood glucose was 396 mg/dl this morning and he had a couple of readings in the 500's mg/dl.